Event description:
Facility alleges blood leak during dialysis. Chief tech reports leak occurred 1 1/2 hours into treatment. Circuit discarded. Ebl 250cc. Treatment restarted with new dialyzer. No medical intervention required.